Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was unable to be interrogated and exhibited premature battery depletion and backup vvi operation. The device was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.